Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon had to convert to a total knee arthroplasty as opposed to the indicated an planned partial knee arthroplasty.

Manufacturer narrative:
Based on the results of investigation. Reported event: an event regarding a network connection failure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history a review of the DHR associated with rio (B)(4) found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a network connection failure. There were other reported events ((B)(4)). Conclusion: a field service engineer went to visit the site (gsp (B)(4)), and found that the hard drive in the cpci box failed. He replaced the hard drive and did a complete reload and calibration of the system. The ee constants were reloaded on the robot. All testing and calibration was completed.

Event description:
The surgeon had to convert to a total knee arthroplasty as opposed to the indicated an planned partial knee arthroplasty.